Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a rise in blood glucose (bg) levels, exceeding 400 mg/dl, while wearing the pod for 48 hours. The pod reportedly detached from the infusion site on the arm, leading to cannula dislodgement. This resulted in the patient developing diabetic ketoacidosis (dka), presenting with symptoms of vomiting and dizziness. The patient was admitted to the hospital on (B)(6) and received treatment including IV infusion and insulin injections. While hospitalized, a new pod was applied on july 2 to the right side of the abdomen. However, after only 7 hours of wear, the patient again experienced hyperglycemia and symptoms of dka. The patient was treated accordingly and remained in the hospital until discharge on (B)(6) 2025. This is incident 1 of 2 documented.